Event description:
The customer reported that the 8800 system locks up and has a printer problem. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem.